Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had fluid in the safety disk. There was no patient harm.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) was able to verify the blood and saline infiltration in the device. The fluid infiltrated to the pneumatic interface module, to the safety disk on to the printer, on to the pneumatic interface pcb, on to the power management pcb and through the pim to backplane cable assembly. The fluid did not infiltrate the helium reservoir assembly. Fse replaced cable assembly,pim to backplane , printer,thermal,xe-50b,custom, pcb,pneumatic interface, rohs, pcba, power management, pneumatic module assembly, safety disk. Functional tested without any further issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and ready for use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had fluid in the safety disk.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.